Event description:
It was reported that the device intermittently failed to recognize the therapy cable with the test plug or the paddles while attempting to perform a user test. There was no pt use associated with the event.

Manufacturer narrative:
(B)(4): physio-control provided the customer technical assistance and parts info to troubleshoot the issue/repair the device. F/u with the customer found that the rptr was unable to duplicate the initially reported failure. Proper device operation was observed through functional and performance testing and the device returned to service for use. A conclusive cause for the initially reported event was not determined.